Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented with hemolysis and elevated flow. On (B)(6) 2018, the patient was transplanted.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4) and the reported event could not conclusively be established through this evaluation. Additionally, the submitted log file appeared to show the pump operating as intended. It was reported that the patient presented with hemolysis. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further events have been reported at this time. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2018 through (B)(6) 2018. No notable events were captured and the pump appeared to function as intended throughout the duration of the file. Attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, is currently available. Section 1, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with hemolysis. The manufacturer's technical service representative reviewed the log file and observed elevated flows. No additional information was provided.